Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter prompted an "error 1" message. Per the onetouch ping owner's booklet, this error message indicates there is a problem with the meter. The medical surveillance specialist spoke with the patient on november 8, 2010 and obtained the following information. The patient reported that the alleged error message began to appear on the morning of (B)(6) 2010. The patient informed the mss that she tests her blood glucose 3 or 4 times daily and manages her diabetes with insulin (on an insulin pump). As a result of the alleged issue, the patient stated she was unable to test her blood glucose and therefore estimated how much insulin to bolus that morning prior to eating breakfast. Approximately 4 ½ hours after the alleged issue started, the patient reported that she developed a headache, her vision got blurry, and her muscles began to twitch; symptoms she associated with a low glucose. The patient denied testing on any other device at the onset of the symptoms; however, claimed she treated herself with food and/or drink in response to the symptoms and felt better afterwards. At the time of troubleshooting, the technical service representative noted that the subject meter was not new. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The 510k # is k082590.lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
.

Manufacturer narrative:
Follow up # 1/supplemental report text- (B)(6) 2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.